Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom force CT system. It was reported that an error message popped up on the system during a stroke examination which led to a scan abort. The patient was moved to another scanner and the scan was completed successfully. According to the customer, the delay in diagnosis was approximately 15 minutes and no negative health consequences were reported for the patient caused by this delay. Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed as soon as the investigation is completed, or new information has become available. This report is submitted with an abundance of caution.

Manufacturer narrative:
Siemens has completed an investigation of the event. The root cause was determined to be a software issue. Logfiles of the event have been thoroughly investigated. If multiple scans (¿jobs¿) are planned on the system at a given time it can occur that under very unlikely circumstances the ¿job-list¿ is emptied. This could lead to a situation where further jobs are then missing in the list and their execution cannot continue. Furthermore, this could result in a potential rescan of a patient. This is the first occurrence of this issue in this sw-version and the probability is considered as inconceivable. The issue is understood, and a solution is being considered for future sw-versions/service packs.